Event description:
A report was made indicating that a pump was not charging. The distributor received the pump for investigation and found the pump would not start, despite trying multiple cables and charging it for over two hours. There was no information provided regarding any impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.